Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The suspect printer was returned to abbott for evaluation. Inspection found that the belt associated with the printer cartridge operation was damaged; however, the specific cause of the smoke observed by the customer could not be determined. When power was supplied to the printer, the printer shorted out and no power was supplied to the printer itself. A replacement printer was placed into use by the customer with subsequent successful operation. No further issues were identified. (Note: the printers and printer-related parts qualified for use with abbott cell-dyn systems are off-the-shelf products and are not designed or manufactured by or under agreement to abbott. Printer design or manufacturing changes are not made as a result of complaint investigations performed by abbott). The cell-dyn ruby system operator manual contains information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the results of the current evaluation, the current event was an isolated incident specific to the returned printer. A product deficiency was not identified. The functionality of the cell-dyn ruby analyzer was not affected.

Event description:
The customer reports smoke coming from a new printer installed to a cell-dyn ruby analyzer. There were no injuries or damage to the surrounding environment reported.